Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found a leak in tubing through valve vl46b. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedure. The beckman coulter internal identifier for this event (B)(4).

Event description:
The customer reported an uncontained clear leak of about 1 ml from the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.